Event description:
Block did not fit patient anatomy. Block was thrown away by account.

Manufacturer narrative:
Results of investigation: the associated visionaire cutting block was not returned for evaluation. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. Our clinical evaluation noted that no clinical supporting documentation has been provided for inclusion in this investigation. Without the requested clinical information, a thorough clinical/medical investigation cannot be rendered. Our investigation including an engineering evaluation by our visionaire team noted that some errors occurred during the segmentation of this case. The block fit issue described in the complaint could have been cause by one or more of these errors. The alignment engineer along with the segmenter have taken steps to ensure that all surgeon preferences are met going forward. At this time we feel these actions will prevent recurrence of this failure. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.